Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece starts even without action from foot control. There was no delay with the procedure. There was no patient impact.